Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the device system displayed error code 133.6090. There was no patient involvement.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of error code 133.6090 (main speaker failure) was confirmed through a log review; however, the error was not reproduced during laboratory testing. There were no issues or anomalies identified during the external and internal inspection of the suspect pcu. Battery conditioning test performed noted no errors observed which indicated the charging circuitry is operating as expected. Alaris system maintenance (asm) preventive maintenance (pm) testing was performed on the suspect pcu. The pm task test results show the suspect completed successfully without any errors or malfunctions. Two (2) basic infusions were performed on the suspect pcu. The infusions were programmed for a duration of twenty-four (24) hours. The infusions were completed successfully with no error or malfunctions. The review of the error log identified an error code 133.6090 (main speaker failure) three (4) times and error code 121.2070 (power supply processor communication no response failure) five (5) times, were recorded on (B)(6) 2026. A review of the battery log indicated that the suspect pcu was not plugged into ac power at the time of the error occurred. A review of the event log indicates that the last recorded activity occurred on (B)(6) 2026, between 6:07 am and 11:28 am. In each instance, a system malfunction displayed when the suspect device was powered on. Additionally, on (B)(6) 2026 at 9:36 am, the suspect device displayed a system malfunction again. The bd alaris¿ system with guardrails¿ suite mx v12.3.2 user manual stated that if the device has been used on battery power, ensure that the battery is fully charged prior to using the device on battery power again. To fully charge a depleted battery connect the device to a hospital grade ac power source for 16 hours. The battery should be conditioned every 12 months by qualified service personnel. The battery should be replaced every 2 years by qualified service personnel. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Root cause: the root cause of the reported error code 133.6090 (main speaker failure) was confirmed through a log review. However, the error could not be replicated during the laboratory testing. The returned device was fully evaluated, and no issues or anomalies were observed with the suspect pcu during laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the device system displayed error code 133.6090. There was no patient involvement.